Manufacturer narrative:
The pump was received with no button response due to an unlocked lcd keypad connector. The buttons responded after locking. Unable to perform the run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement or verify the failed battery test or battery out limit alarms due to the button keypad anomaly. The pump passed the idle current test. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 452 mg/dl. During troubleshooting, customer mentioned the buttons were unresponsive. Customer's blood glucose was 600 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.